Manufacturer narrative:
(B)(4). The customer report of an unravelled guidewire was confirmed by analysis of the customer provided photo and video. The images show an unravelled guidewire with signs of use in the form of biological material. Arrow guidewires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the required standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guidewire kinking. Guidewire breakage may occur if a force greater than the design specification is applied during removal. A device history record review was performed, and no relevant findings were identified. The observed damaged is consistent with undue force; however, without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: " when the swg was inserted into the vessel it unraveled. Another swg was used in its place and there was no reported patient harm or consequence."

Event description:
It was reported that: " when the swg was inserted into the vessel it unraveled. Another swg was used in its place and there was no reported patient harm or consequence."

Manufacturer narrative:
(B)(4)